Manufacturer narrative:
Caller is unsure which coaguchek meter was used with lot 571a to produce reported results.

Event description:
Caller states the patient tested 5.1 inr on the coaguchek s system and 3.3 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.